Event description:
During the procedure to implant the pt's ((B)(6)) dbs ipg, it was reported the physician was unable to seal the ipg header with the port plug. A second port plug was attempted without success. The physician elected to leave the port unsecured.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.